Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had low battery life and received unexpected restart, a cold reset was performed alarm happened after each battery replacement. Customer received motor error alarm. The drive support cap was normal. Customer stated that the insulin pump battery life was only lasting 1 day if that. Customer reported they were able to clear the alarm. Customer able to complete rewind. Alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.